Event description:
It was reported that the tip of the subject guidewire was fractured during ais (acute ischemic stroke) procedure. The retriever was used to remove the fractured fragment from the patient and the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, during an peripheral intervention thrombectomy case, the operator used a synchro select guidewire and the guidewire was fractured during the procedure. The operator used retriever to take the fractured guidewire out and continue the procedure. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions, and the patients anatomy was not tortuous. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the tip of the subject guidewire was fractured during ais (acute ischemic stroke) procedure. The retriever was used to remove the fractured fragment from the patient and the procedure was completed without clinical consequences to the patient.